Manufacturer narrative:
The device passed rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 37 alarms or displacement anomalies were noted. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a pump error alarm during basal. Troubleshooting was performed and alarm persisted. The blood glucose value was 177 mg/dl at the time of incident. The again alarm occurred during the load reservoir and fill tubing process. The insulin pump will not be returned for analysis.